Event description:
This device was returned with oos documentation from biotronik rep. Per oos, the device was explanted due to noise, along with a setrox s 53 that was removed because of dislodgement. Both were replaced with biotronik devices.